Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that an extrinsic outflow graft obstruction (eogo) was suspected as the patient reported some low flow alarms in the past. The eogo was confirmed by a computed tomography (CT) scan. The patient was stable without any issues. The pump speed was increased. The pump flow was in an acceptable range. No intervention was actually planned. Close monitoring was required and planned.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.